Event description:
I bought equate brand band-aids. I went to use on my young child. As I was opening the sealed sterile band-aid I noticed the absorbent pad had what appears to be blood on it. I didn't fully remove the white tabs off the band-aid and immediately looked at the other band-aids and noticed the same issue with another. I called the company and they asked for the box back and offered (B)(6) dollars. I informed them that this was serious and that it was dangerous and they needed to pulled the band-aids from sales; (B)(6) stores. FDA safety report ID# (B)(4).